Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective. Patient's lead had migrated. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Effective therapy was restored post op.